Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for evaluation. Based on the available information, there has been not report of device malfunction. Reported product was use for the procedure as planned. Therefore, the reported clinical experience cannot be conclusively determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient experienced vasospasm during the insertion of navien intracranial support catheter for a flow diversion procedure. Verapamil was used to treat the patient. After the treatment, the microcatheter was navigated through the navien catheter to continue the flow diversion procedure as had been planned. There were no further reports of patient injury. The device was used to treat a patient's amorphous cerebral aneurysm located at anterior communicating artery the aneurysm measured 7mm in max diameter and 4.5mm neck width. The landing zone artery sizes were 2mm distally and proximally. Vessel tortuosity was described as severe.